Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital with hematoma. Hematoma was drained and the patient was in good condition and discharged.